Event description:
It was reported that during surgery in 2008, the cpt stem was delivered without a centralizer in the package. A separately packaged centralizer was used to complete the surgery.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. The product stated in the complaint was not returned for review. The device history records indicate the centralizer was packaged with the stem. With the given info, there is no definitive and verifiable evidence that this lot did not have the centralizer included. However, as part of previous investigation, there have been improvements made to further assure that the centralizer is included with the stem. This particular lot was manufactured prior to these improvements.